Event description:
The pt revised, because of metal-on-metal reaction and the cup was malpositioned.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible, as the product and lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/26/2016 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated alval and pain. A trochanteric osteotomy was performed with cables placed, but there is no indication that the stem was revised or a fracture occured. The cup was revised, but malpositioning wasn't mentioned. No metal debris was noted. The medical records indicated the patient sustained a mi on (B)(6) 2008, but there was no indication of the cause of the mi and nothing that suggests the implants were the cause of the mi. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Product complaint # (B)(4). UDI (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. After review of medical records, for MDR reportability, in additional to what were reported in the previous medical records, there was a tremendous amount of dense, thick scar tissue involving the acetabulum. The greater trochanter was then repaired with the standard three-wire technique.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.